Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that one day post-implant, fluoroscopic evaluation was performed prior to patient discharge. This right atrial (ra) lead was found to be dislodged and the helix appeared to be retracted. A revision procedure was performed where this lead was explanted and replaced with a passive fix model. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that one day post-implant, fluoroscopic evaluation was performed prior to patient discharge. This right atrial (ra) lead was found to be dislodged and the helix appeared to be retracted. A revision procedure was performed where this lead was explanted and replaced with a passive fix model. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.